Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when inserting the catheter into the sheath, the sheath valve was found to be defective. The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.